Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that during a procedure, the patient went into cardiac arrest and was successfully resuscitated. The aisys cs2 in question was showing very high positive end expiratory pressure during the process of resuscitating the patient.

Manufacturer narrative:
A ge healthcare service representative performed a full checkout and verification of the unit. The reported issue could not be confirmed and the unit was found to be fully functional. Also, ge healthcare product engineering performed an investigation of this event. The system logs were reviewed and the user was interviewed. The consistency and timing of the "sustained paw" alarms following an increased total flow to above 10 l/min (or a switch to vent mode while set to the same high flow) is indicative of inadequate scavenging which is user adjustable on this unit. The root cause therefore was determined to be user error.